Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the screw for the teratracker was stripped. The reported issue was found out of the demo tray. There was no patient present when this issue was identified. No additional information was provided.